Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. When the fse started the iabp unit, it zeroed out and started pumping with trainer. Calibration of iabp unit as per service manual was checked, and calibrations all within specifications. The fes returned to user interface to ensure no further error message produced. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an internal communication error. The iabp was restart by end user but the message returned. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.